Event description:
Report received of an unrequested bolus dose delivery during preventative maintenance testing. There were no reports of any adverse patient event while the device was in clinical use.